Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device. On approximately on (B)(6) 2025, no cgm readings were reported but the patient received alerts for a low reading. The patient stated however that the omnipod display was providing different readings from her cgm readings on the dexcom app. The patient claimed there was something wrong with the dexcom sensor, and that the issue was not related to her omnipod. The patient experienced loss of consciousness due to hypoglycemia. The patient was with a friend during that time and was brought to the hospital. The patient kept passing out during this time and was hallucinating. The patient was treated with ¿pure¿ sugar and was discharged after 2 hours. At that time the blood glucose reading was between 130 ¿ 160 mg/dl. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The sensor session started at 8:59 pm on 6/14/2025. The session lasted 10 days before it ended on 6/24/2025. On the day of the reported event, the users estimated glucose values (egvs) fluctuated with lows of 81 mg/dl and a high of 324 mg/dl. The user received multiple high and low alerts during the time period. None of these alerts were acknowledged and cleared only when the egvs came back into target range. One bg calibration meter entry was made on the day prior to the event at 10:05 pm when the user entered a bg meter value of 159 mg/dl. The prior egv was 119 mg/dl with a 25 percent error biasing low. The allegation was confirmed. The probable cause could not be determined via data.